Event description:
No additional customer info.

Manufacturer narrative:
Additional data: h3. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated and no abnormalities were found that could have led to the reported event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was observed to have leaks from two components and wear and tear. Device damages (e.g. Scratches, cracks, creases, kinks, leaks) could be a source of microorganisms. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.